Event description:
The advocate stated the customer tested his blood glucose and received a reading of 226 mg/dl using his contour meter. His glucose was retested using another meter and the reading was 72 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the higher reading, so no product will be returned.